Manufacturer narrative:
Button error alarm and no button response due to corroded keypad trace. Unable to verify no delivery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt and is not able to clear the alarm. Customer's blood glucose was 98 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.